Event description:
We had an incident in our hood that we compound chemo in this morning; whereas, a su-20 snapped. This has never happened before and was a surprise. The technician was in the process of drawing out from 4 different vials of fam-trastuzumab-deruxtecan and when she placed the female connector onto the vial mate of the 3rd vial, it snapped as shown in the pic and was leaking. We were left with an equashield syringe with only a partial dose and no way to transfer the volume to another syringe or bag safely. FDA safety report ID# (B)(4).